Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer's mother reported via phone call that the infusion set slipped out. Customer's blood glucose was unknown. Drive support cap was possibly damaged. Customer mentioned the reservoir was coming out of the device. Device was not present at time of the call. No troubleshooting was done on the insulin pump. Customer will not be returning the device for analysis.

Manufacturer narrative:
The pump passed the functional testing, including the operating currents measurement, self test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The pump had a cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube, minor scratches on the display window, a missing reservoir tube o-ring, and a broken half of the reservoir tube lip. However, the test reservoir locked/clicked in place properly.